Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion sets were leaking at the headset and the adhesive was wet. Caller stated that this has occurred with multiple infusion sets from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.